Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis after receiving multiple occlusion alarms. Customer administered correction bolus and injections prior to being transported to the hospital. While hospitalized, customer was treated with fluid and intravenous insulin drip. Customer was released from the hospital on (B)(6) 2015 with the issue resolved.